Event description:
Nurse called to report customer was hospitalized for high blood glucose levels. Prior to being hospitalized, the insulin pump settings were cleared by mistake. Once all settings were reprogrammed, the blood glucose levels returned to normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.